Manufacturer narrative:
Device evaluated by MFR.: the device fg emerge otw, us 2.00mm x 8mm was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. Visually, there was no issues or damages in the hypotube shaft and the inner wire lumen was stretched and prolapsed. A pinhole in the inner lumen within the balloon therefore during an attempt to inflate the device, the inflation liquid leaked through the tip. In addition, it was noted the proximal markerband was flattened. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter was advanced for use. However, during the procedure, it was noticed that the device was leaking air. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient status was stable.

Event description:
It was reported that balloon leak occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 8mm emerge balloon catheter was advanced for use. However, during the procedure, it was noticed that the device was leaking air. The device was removed, and the procedure was completed with another of the same device without any patient complications reported. The patient status was stable.